Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a myosure procedure on (B)(6) 2025, the physician was performing the direct visualized myosure sampling with the myosure lite device. It was followed by the secondary sampling with metal curette. The device was deployed without resistance and reached 4.9 cm in width. Cavity assessment failed multiple times after troubleshooting. Diagnostic hysteroscopy noted deficit spiking rapidly with no cervical leakage and was unable to maintain distention. Procedure was aborted from potential perforation. No other information is available.